Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported continuous saline flush was administered and maintained as indicated in the instructions for use (IFU). There was no damage observed to the solitaire or rebar after removal.

Manufacturer narrative:
Continuation of d10: product ID unk-nv-rebar (unknown); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a solitaire fr stent retriever which had resistance during delivery in the rebar 18 microcatheter. The patient was undergoing a mechanical thrombectomy procedure to treat ischemic stroke int he right middle cerebral artery (mca) m1 terminal. The patient's baseline/admitting mrs was 0, nihss was 0, and tici was 0. IV tpa was contraindicated. Patient vessel tortuosity was moderate. It was reported that the solitaire and all accessory devices were prepared as indicated in the instructions for use (IFU). The solitaire fr stent encountered resistance during. Initially, the stent could not be pushed out of the distal segment of the microcatheter. After replacing it with the sab-6-30 stent, successful deployment was achieved. Tici 3 was achieved int he procedure. The post-procedure nihss score was reported to have increased to 10 and mrs increased to 1, though it was also noted that there was no patient symptoms, complications, or injuries associated with the event. The procedure involved one pass with the device, and the stroke onset to reperfusion time was 12 hours.

Manufacturer narrative:
Product analysis: as found condition: the solitaire fr 6-30 stent device was returned for analysis inside a biohazard bag and a shipping box. The rebar 18 catheter was not returned with the stent. Damaged location details: the solitaire fr 6-30 stent¿s finger markers were examined inside the introducer sheath. All finger markers were aligned correctly, and no damages were noted. The stent¿s working and non-working lengths were in good condition. No irregularities were found outside the proximal marker. No defects were found on the marker coil. No bends were noted on the pushwire, and no other anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.